Event description:
Event verbatim [preferred term] a burn on the back with a blister [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer via the webmaster from a pfizer-sponsored program 'contact' module of the digital platform of pfizer in (B)(6). A female patient (age not specified) started to use thermacare heatwrap (thermacare lower back & hip, reported as lower back heatwrap) at an unknown frequency on an unspecified date for muscle pains. Medical history and concomitant medications were not provided. On an unspecified date, despite the patient had used the product following the precautions of use, the patient experienced a burn on the back with a blister. The patient immediately removed the product but had sequels. Therapeutic measures taken as a result of the events were not provided. The action taken for the product was unknown. The outcome of the event "a burn on the back with a blister" was not resolved. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event of burn on the back with a blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the event of burn on the back with a blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] a burn on the back with a blister [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer via (B)(4). A female patient (age not specified) started to use thermacare heatwrap (thermacare lower back & hip, reported as lower back heatwrap), device lot number not provided, at an unknown frequency on an unspecified date for muscle pains. Medical history and concomitant medications were not provided. On an unspecified date, despite the patient using the product following the precautions of use, the patient experienced a burn on the back with a blister. The patient immediately removed the product but had sequels. Therapeutic measures taken as a result of the events were not provided. The action taken for the product was unknown. The outcome of the event "a burn on the back with a blister" was not resolved. Additional information has been requested and will be provided as it becomes available. Follow-up (27apr2017): this follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Company clinical evaluation comment: based on the information provided, the event of burn on the back with a blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. There is insufficient information provided to determine whether the consumer followed the labeled instructions and warnings to minimize the risk of burn. Comment: based on the information provided, the event of burn on the back with a blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. There is insufficient information provided to determine whether the consumer followed the labeled instructions and warnings to minimize the risk of burn.

Event description:
Event verbatim [preferred term] a burn on the back with a blister [burns second degree]. Narrative: this is a spontaneous report from a contactable consumer via the webmaster from a pfizer-sponsored program 'contact' module of the digital platform of pfizer in france. A female patient (age not specified) started to use thermacare heatwrap (thermacare lower back & hip, reported as lower back heatwrap), device lot number not provided, at an unknown frequency on an unspecified date for muscle pains. Medical history and concomitant medications were not provided. On an unspecified date, despite the patient using the product following the precautions of use, the patient experienced a burn on the back with a blister. The patient immediately removed the product but had sequels. Therapeutic measures taken as a result of the events were not provided. The action taken for the product was unknown. The outcome of the event "a burn on the back with a blister" was not resolved. Per the product quality group: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Additional information has been requested and will be provided as it becomes available. Follow-up (27apr2017): this follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Follow-up (17apr2020): new information received from product quality complaints (pqc) group included: product quality investigation results., comment: based on the information provided, the event of burn on the back with a blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. There is insufficient information provided to determine whether the consumer followed the labeled instructions and warnings to minimize the risk of burn.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.